Event description:
The patient reportedly experienced loss of sound and loss of lock. External equipment was exchanged, however, the issue was not resolved. Testing confirmed a device failure. Revision surgery is scheduled.